Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open, raw, and bleeding sores under the electrodes. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed neosporin for the wound. Follow up indicated that the wound improved.